Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the customer experienced high spco readings with rainbow dci sensor on corpuls device. The sensor reads 7 percent whereas the customer obtained o percent reading using another sensor on the same corpuls monitor. There was no known impact or consequence to patient.

Manufacturer narrative:
Corrected data: model number updated to 24087, lot number updated to a14h709 and device manufacture date updated to 08/14/2014.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.